Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Upon initiating a routine home hemodialysis treatment, the cycler displayed a blood leak alarm. The operator noticed pink colored effluent. The operator was instructed by their dialysis facility to terminate the treatment without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
Testing and examination performed on the returned cartridge identified a filter fiber leak. The exact cause of the leak is still under investigation. All filters are 100% leak tested during manufacturing. Qc records for this lot of filters were reviewed and no problems were identified. There have been no other similar problems reported for this lot of filters. The cycler alarmed and stopped the pumps appropriately. The user's guide includes appropriate instructions for responding to blood leak alarms including checking the waste line for the presence of blood and if positive, to terminate treatement and rinseback blood. Since sterile dialysate is used, there is no concern of contamination during rinseback. The reported blood loss has been attributed to treatment terminated without rinseback. Nxstage has reviewed the reported blood loss with the patient's facility. Nxstage will continue to monitor as part of the routine complaint process. A follow up report will be sent if new information is obtained.